Event description:
It was reported the patient had drainage from their original pump. The pt was taken to the or (operating room) and the pocket was cleaned out and the pump was replaced. They started "oozing" again and they explanted everything 2 days later. Additional details listed a staph infection. The pump was used to deliver lioresal (baclofen). It was further reported perioperative antibiotics were administered. The patient did not have meningitis. The pocket was cleansed and the pump was replaced. The patient was recovering.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).